Event description:
The patient presented to the hospital after receiving shocks. Upon interrogation, possible output circuit damage was observed. X-ray revealed that the lead was found broken. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.